Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area.there were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.voltage verification check passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [1906] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. The system air leak test passed. Valve actuation test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection.the cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s)a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A contact of a peritoneal dialysis (pd) patient reported a cycler's screen was blank during an unknown phase of dialysis. The patient pressed ok, stop and touched the screen, but the screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted the cycler and the keys lit up but the screen remained blank. The reporter stated that the screen on the cycler was blank. The patient contact also stated that there was an alarm on the cycler going off and the red step button was flashing but they could not see what the alarm was. The fresenius technical support representative advised the patient to touch the screen, press the stop and ok button and reboot the cycler but the screen remained blank. The unknown alarm occurred one time during an unknown phase of dialysis. The patient was connected. The fresenius technical support representative advised the patient that the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with manuals the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.